Event description:
Reporter indicated that vns patient has experienced an increase in seizures since implant. Treating neurologist increased programmed device output current, but reportedly does not believe that the seizure increase was related to the vns. The patient is scheduled for follow-up with the neurologist in one month.